Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low glucose results from accu-chek inform ii meter serial number (B)(4) for one patient. At 12:10 pm, the meter result was 83 mg/dl. At 12:12 pm, a venous laboratory draw was performed and the result was 316 mg/dl. At 1:23 pm, the meter result was 85 mg/dl. At 8:55 pm, the meter result was 72 mg/dl. The customer felt the laboratory result was correct. It was unknown if any treatment was provided to the patient. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.